Event description:
Staphylococcus aureus septic arthritis. Info was received in the form of a published article in "clinical orthopaedics and related research", by j. David evanich et al., no. 390: 173 - 181, 2001, it was reported that one pt developed staphylococcus aureus septic arthritis two weeks after receiving an initial injection of synvisc into the knee. The pt was treated succesfully with arthroscopic lavage and extended antibiotic therapy. The quality assurance group evaluated product release data, including intermediate product, for both u.s. And canadian facilities and no abnormal trends were associated with any product complaints. Arthroscopic lavage extended antibiotic therapy.